Event description:
It was reported that during a da vinci hysterectomy procedure, customer observed a broken cable on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Failure analysis found the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Additionally, deep scratches on the main tube were observed. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube axis. It was concluded that the damage to the distal pulley and the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, broken cable and deep scratches, if to reoccur could cause or contribute to an adverse event.